Event description:
The pt reported that she was in the hospital with diabetic ketoacidosis. Her condition was stabilized and she was on an IV drip. She reported that the previous day, her blood glucose read "high" (>500 mg/dl). She did not report any exact time or any insulin bolus given for correction. She did not observe any indication of insulin delivery outside the body.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product let met all acceptance criteria. The omnipod user warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma or death." It advises "check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."